Manufacturer narrative:
Follow-up # 1 07/11/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow keypad button had intermittent response when pressed and required excessive force to evoke a response. All the other keypad buttons were appropriately responsive with normal spring back or click. The keypad was removed to investigate and revealed contamination under all the key contacts. There were, however, no hypersensitive keys or inverted key contacts. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" arrow button is unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.